Event description:
The user reported that at the end of november he started to hear a persistent background noise. Since (B)(6) 2020 there is no hearing sensation anymore using the device. The user has been re-implanted on (B)(6) 2020.

Manufacturer narrative:
Conclusion: device investigation confirmed that the stimulator electronics failed. The failure of the electronic circuitry was probably caused by humidity ingress at detected micro-leaks at the housing braze joint. Other damages found during investigation are most likely related to explantation surgery. The problems described in the recipient report appear to match the damage found. This is a final report.

Manufacturer narrative:
The device has been explanted and has been returned to (B)(4) where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
The user reported that at the end of (B)(6) he started to hear a persistent background noise. Since (B)(6) 2020 there is no hearing sensation anymore using the device. The user has been re-implanted on (B)(6) 2020.